Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within two days post implant the atrial lead had dislodged and the patient experienced diaphragmatic stimulation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.